Event description:
I have used renu with moisture loc solution for a couple years now. I was hospitalized, released and have to have constant check-ups on my left eye. I have now been diagnosed with pseudomonas corneal ulcer. As of right now, they have scheduled me with a surgery date of march 5th to get a corneal graft done. At this moment, my vision has been impaired by more than 85 percent. I can't see anything clearly.